Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, second clip was placed on medial side of anterior and septal leaflet, and it appeared to tear the anterior leaflet. Clip was stable on both the leaflets. Third clip was implanted successfully on central side of anterior and septal leaflet. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.